Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Multiple delivery attempts were performed without successful fixation and low sensing values were noted. Fluoroscopy review could not confirm if the helix was fully retracted. The lead was removed, and the physician tested the helix once outside the patient's body. It was confirmed that the helix was not able to be fully retracted. Therefore, a replacement lead was implanted, and optimal sensing, capture and impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found the helix was retracted with dried body fluid in the helix housing and in the lead lumen. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Multiple delivery attempts were performed without successful fixation and low sensing values were noted. Fluoroscopy review could not confirm if the helix was fully retracted. The lead was removed, and the physician tested the helix once outside the patient's body. It was confirmed that the helix was not able to be fully retracted. Therefore, a replacement lead was implanted, and optimal sensing, capture and impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Multiple delivery attempts were performed without successful fixation and low sensing values were noted. Fluoroscopy review could not confirm if the helix was fully retracted. The lead was removed, and the physician tested the helix once outside the patient's body. It was confirmed that the helix was not able to be fully retracted. Therefore, a replacement lead was implanted, and optimal sensing, capture and impedance measurements were observed. No adverse patient effects were reported. This supplemental report is being submitted with the correct implant and explant date.